Manufacturer narrative:
It was reported that a patient underwent a supra ventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small wherein a hemostatic valve separation occurred. It was reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking back blood. The sheath was replaced and the issue was resolved. The procedure was continued. There was no patient consequence. Additional information received described the issue as a ¿hemostatic valve tear¿. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent a supra ventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small wherein a hemostatic valve separation occurred. It was reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking back blood. The sheath was replaced and the issue was resolved. The procedure was continued. There was no patient consequence. Additional information received described the issue as a ¿hemostatic valve tear¿. The hemostasis valve (gasket) did not break into two or more separate pieces. It is unknown if the hemostatic valve/brim cap/hub became detached from the a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The sheath was being used on the patient when issue occurred. Air did not enter the patient¿s body. No percutaneous or surgical removal was required. Blood return was observed and it did not affect patient hemodynamics. Approximate volume of blood that was lost was 20ccs. No medical intervention was required to stop the bleeding.

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: it was noticed that field g1. Manufacturer site city, was misspelled in the 3500a initial medwatch report as ¿irivine¿ and has now been corrected to ¿irvine¿.